Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device attempted delivery of therapy twice due to af with rvr being diagnosed as vf. Therapy was aborted due to "possible hv lead issue" alert. The patient was asymptomatic when presented in clinic.